Manufacturer narrative:
Other relevant device(s) are: product ID: network bulkhead connector. A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the bulkhead was damaged and the system would not receive images. There was no patient present.